Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products tsv4h11, imp, tsv, 4.1mm, dual sel, ha lot 61962735. E1: reporter email address unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Zimvie received one (1) unknown zimmer screw for evaluation. A visual evaluation was performed; signs of use was identified; the screw was fractured and stuck inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The screw was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported a fracture at the implant collar at tooth site 36. The process was completed with another implant. Symptoms reported on the patient: discomfort, pain. Upon investigation it was identified a fractured screw inside the implant, after follow ups doctor confirmed a fractured screw. This complaint refers to the fractured screw.